Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External abrasions breaching the outer insulation found at 11.7-12.0 and 14.5-15.2 cm from distal tip consistent with friction to another device or feature of the patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.